Event description:
Chiari type I malformation developed post shunt creation.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of pt case records and data analysis. The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot numbers were available. All of our valves are 100% tested at the time of MFR.